Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reported that the screen froze, stopped ventilating and was showing error tf 9912 which then changed to "panel connection lost". The patient was not harmed and was switched to another ventilator.